Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02425 for the other associated device information. It was reported to boston scientific corporation that two wallflex enteral duodenal stents were used during an ogd (oesophagogastroduodenoscopy) with duodenal stent insertion procedure, performed on (B) (6) 2010. According to the complainant, the physician had planned on placing one stent to treat a 3cm stricture due to a duodenal malignancy, located just beyond the pyloris. During placement of the distal release stent, despite the nurse not moving her hands to deploy the stent, the stent came off of the delivery system prematurely. The stent was therefore deployed in an incorrect position, farther down in the duodenum than planned. The procedure was repeated with a second wallflex enteral duodenal stent, with the same result. A third wallflex stent of a different size was successfully placed in the correct position. All three stents remain implanted, and no medical intervention other than observation was required. The patient was reported as doing well following the procedure, and the event was reported as resolved.

Manufacturer narrative:
(B) (6). (B) (4) (medical intervention required). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.